Manufacturer narrative:
The flow sensors were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a planned maintenance visit, ge healthcare service representative noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. There was no report of patient involvement.